Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during total hysterectomy procedure, while using running stitch to close the skin, the suture popped off the needle. This happened twice. A third suture was opened and used with no issues. There was no patient injury.